Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. It was reported there was the wrong patient identification was showing in hemo and cardio. The support tech indicated that in both applications the study information should be able to change. The healthcare professional was able to correct this issue. If the user did not notice the discrepancy between the patient ids, the study and/or hemo data could potentially be associated with the wrong patient. There were no reports of patient injury. (B)(4).